Event description:
An attempt was made to use a scuba co-cr peripheral stent system to treat a lesion in the coeliac trunk artery. It was reported that the device was inspected and prepped prior to use, with no abnormality noted. No resistance was encountered during device advancement and stent deployment. However, it was reported that, post deployment, the physician noted that some parts of the stent were damaged. The damaged stent was removed from the patient's body using a snare device. It was reported that the event did not affect the patient. No clinical sequelae were reported. Evaluation summary: the stent was still mounted on the balloon. Stent positioning between the markerbands was correct. Distal struts of the stent were partially raised,

Manufacturer narrative:
Results: (based on the limited information provided no root cause can be determined). (B)(4).